Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to resolve the issue by removing the cartridge from the pump and administering a bolus, which successfully completed. Although the caller initially struggled to reload the original cartridge and resume insulin therapy, they were able to successfully load a new cartridge with technical support's guidance. The issue was resolved, and a replacement cartridge was sent to maintain customer satisfaction.